Manufacturer narrative:
Follow-up #1; date of submission: 09/09/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: the reported display issue could not be investigated due to a blank-display issue. The pump powered on successfully, as confirmed by the presence of the auditory and vibratory cues, but the display screen was blank. The pump failed a leak test due to a battery compartment leak. The pump case was removed, and the display screen was observed to be cracked. Also, there was no evidence of moisture ingress observed.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. The reporter alleged that moisture/corrosion was evident behind the display lens. Reportedly, the user was unable to read the display screen safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.